Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that onetouch ultramini meter is giving an error 3 message. The same day, this medical surveillance specialist contacted the patient to obtain answers to the follow-up questions. The patient tests her blood glucose 3 times per day and controls her diabetes with lantus and humalog insulin. The patient adjusts her insulin based on her sliding scale per the lfs meter readings. The error 3 message began "a few days" before the patient contacted lifescan. The patient could not test her blood glucose and was not able to adjust her insulin accordingly after the reported issue began. The patient reportedly was guessing how much insulin to take. According to the patient, two hours after the error 3 first occurred, the patient developed symptoms of "shaky and dizzy." The patient administered self-treatment by eating another small meal at the time of concern. The symptoms lasted approximately 2 hours. The patient was unable to test on another device on the day of the incident. The reported issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms that were suggestive of hypoglycemia after she was unable to test her blood glucose due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lsf) has requested return of the subjected product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.